Manufacturer narrative:
Initial report had inadvertently not selected required intervention to prevent permanent impairment/damage.

Event description:
It was reported that the patient's generator replacement surgery was completed. The company representative later reported that the patient had past reports of stridor, which were likely related to the settings and stimulation. She stated that the patient initially did not want to replace the device due to this, but the vns helped the patient. The generator has not been received by the manufacturer to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was sitting on his couch when he suddenly began feeling vns stimulation. He began to experience a choking sensation along with painful stimulation in his neck. The patient then presented to an ER where it was noted that the normal mode stimulation had been programmed off several months earlier due to painful stimulation however the magnet mode was left on at that time. Diagnostic testing was performed in the ER by a company representative and it resulted within normal limits. The magnet mode stimulation was then programmed off at the request of the physician. The patient was later evaluated by the physician who expressed concern about the vns leads however there were no impedance issues noted. The physician ordered chest x-rays for the patient however these images have not been reviewed by the manufacturer to date. The physician also noted that there had not been any medication changes in over a year, so he was not concerned that medication was contributing to the symptoms. The patient was then referred for a generator replacement due these symptoms. Further follow-up found that the physician believed that the symptoms were serious and needed to be addressed; which is why the patient was being referred for a replacement. No surgical interventions are known to have occurred to date.

Event description:
The generator was received into analysis and has been completed. The septum was found to not be cored thereby removing the possibility of a potential unintended electrical current path through body fluids. The device was monitored for 24 hours in a simulated body temperature environment. No signs of variation in the pulse generator's output signal were seen and the device provided the expected level of output current for the entire monitoring period. Diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator.